Manufacturer narrative:
During inspection and testing, the output connector was broken and could not be connected and there was a failure of the power supply unit which resulted in the device going into standby. The reported issue (overheating) was not confirmed during testing. The fan was running, the lamp had sufficient thermal grease, and air ventilation was normal. In addition, an old version of the main power switch was found and the igniter was firing weakly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the subject device overheated and went into standby mode. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the output connector was broken and could not be connected and there was a failure of the power supply unit. This report is being submitted for the malfunctions found during evaluation (broken connector/connection not possible and power supply failure). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the lighting failure of the main lamp occurred due to faulty power supply unit. The second reported malfunction was connection failure due to long-term use. Olympus will continue to monitor field performance for this device.